Event description:
Information received indicates a nurse call cannot be placed from the bed.

Manufacturer narrative:
The technician isolated the issue to two broken connector pins on the communication cable. He replaced the communication cable to repair the bed.